Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction of g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was not displayed due to breakage of the charge-coupled device unit while the user was handling the device. The event can prevented by following the instructions for use which state: "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a no image issue while using the evis lucera elite bronchovideoscope. The issue occurred during reprocessing, and the diagnostic procedure (tracheoscopy) was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a defective distal end insertion unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.